Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for permanent sterilization. Shortly after undergoing the procedure, she began to suffer severe menstrual, abdominal and back pain, heavy bleeding, symptoms of depression, fatigue and pain during intercourse. Her chronic pain has grown so severe that she has since been prescribed tramadol to treat her pain. Follow-up received on 13-jul-2016: quality safety evaluation of ptc: ptc global number: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and shortly after implantation she had heavy bleeding and abdominal/chronic pain. She has since been prescribed with tramadol to treat the pain. Genital bleeding and abdominal pain are listed in the reference safety information for essure. Considering that essure may cause bleeding and abdominal pain and that there is no alternative explanation for both events, a causal relationship with essure cannot be excluded. This case is regarded as incident since long term treatment was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: updated quality safety evaluation of ptc (medical assessment for device ineffective added). Company causality comment: this non-medically confirmed spontaneous case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and shortly after implantation she had heavy bleeding and abdominal/chronic pain. She has since been prescribed with tramadol to treat the pain. Upon follow-up receipt, it was reported that consumer got pregnant and experienced miscarriage when she was approximately 3.5 months into her pregnancy. All events are anticipated in the reference safety information for essure. Considering that essure may cause bleeding and abdominal pain and that there is no alternative explanation for both events, a causal relationship with essure cannot be excluded. Unintended pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test (hsg). In this particular case, no information was provided about hsg. As pregnancy occurred approximately two years after essure insertion, pregnancy was considered related to essure. Abortions after 12 weeks of pregnancy are rather unusual. Due the essure coils hanging into the uterine cavity, an impact on the amniotic sac cannot be excluded and is considered related. This case is regarded as incident due to the serious injuries related to essure. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abortion spontaneous ("miscarriage when she was approximately 3.5 months into her pregnancy"), abdominal pain ("severe abdominal pain / chronic pain/ (stabbing)"), pregnancy with contraceptive device ("pregnant") and genital haemorrhage ("heavy bleeding") in a (B)(6)-year-old female patient (gravida 3, para 2) who had essure (batch no. B82478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant with essure (device ineffective)" in (B)(6) 2016. The patient's past medical history included psychiatric disorder nos, back pain, headache, c-section (birth) in 2009, c-section (birth) on (B)(6) 2014, multigravida, parity 2 and fetal distress (fetal distress leading to c-section during first pregnancy). Patient did not had allergy to nickel and any hypersensitivity reaction to nickel. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2014 for contraception. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/ back pain(ache)") and dyspareunia ("pain during intercourse"). In 2015, the patient experienced weight fluctuation ("weight fluctuations"), migraine ("migraines") and headache ("head pain (migraine)"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with vomiting in pregnancy and malaise. In 2016, the patient experienced abdominal pain (seriousness criterion medically significant), depression ("depression") and emotional distress ("post-partum distress"). In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), pelvic pain ("pain") and medical device pain ("in so much pain from essure"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with tramadol and paracetamol (pain relief). Essure treatment was not changed. At the time of the report, the abortion spontaneous, abdominal pain, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, depression, fatigue, dyspareunia, weight fluctuation, migraine, emotional distress, pelvic pain and medical device pain outcome was unknown and the back pain and headache had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, depression, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, medical device pain, migraine, pelvic pain, pregnancy with contraceptive device and weight fluctuation to be related to essure. The reporter commented: she have not sought medical treatment for menstrual pain, back pain, heavy bleeding, and pain during intercourse, weight fluctuations, abdominal pain, depression, post partum distress. She was unsure for an essure confirmation test. She was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. In 2016, ultrasound revealed pregnancy. Most recent follow-up information incorporated above includes: on 28-nov-2017: patient date of birth and demographics updated. Events weight fluctuations, migraines, post-partum distress, pain and head pain (migraine) were added. Outcome of back pain (ache) and head pain were not recovered. Concomitant drug depo was added. Treatment drug pain reliever was added. Action taken with drug added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abortion spontaneous ("miscarriage when she was approximately 3.5 months into her pregnancy"), abdominal pain ("severe abdominal pain / chronic pain/ (stabbing)"), pregnancy with contraceptive device ("pregnant") and genital haemorrhage ("heavy bleeding") in a 24-year-old female patient (gravida 3, para 2) who had essure (batch no. B82478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant with essure (device ineffective)" in (B)(6) 2016. The patient's past medical history included psychiatric disorder nos, back pain, headache, c-section (birth) in 2009, c-section (birth) on (B)(6) 2014, multigravida, parity 2 and fetal distress (fetal distress leading to c-section during first pregnancy). Patient did not had allergy to nickel and any hypersensitivity reaction to nickel. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2014 for contraception. In 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / menstrual pain"), back pain ("severe back pain/ back pain(ache)") and dyspareunia ("pain during intercourse"). In (B)(6) 2014, the patient experienced abdominal pain (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuations") and the first episode of migraine ("migraines"). In 2015, the patient experienced the second episode of migraine ("head pain (migraine)"). In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) with vomiting in pregnancy and malaise, depression ("depression") and emotional distress ("post-partum distress"). On an unknown date, the patient experienced fatigue ("fatigue"), pelvic pain ("pain") and medical device pain ("in so much pain from essure"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with tramadol, paracetamol (pain relief) and surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the abortion spontaneous, abdominal pain, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, depression, fatigue, dyspareunia, weight fluctuation, emotional distress, pelvic pain and medical device pain outcome was unknown and the back pain and the last episode of migraine had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, depression, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, medical device pain, pelvic pain, pregnancy with contraceptive device, weight fluctuation, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: right implant inserted on (B)(6) 2014 and left implant inserted on (B)(6) 2014. She have not sought medical treatment for menstrual pain, back pain, heavy bleeding, and pain during intercourse, weight fluctuations, abdominal pain, depression, post partum distress. She was unsure for an essure confirmation test. She was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. In 2016, ultrasound revealed pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: follow-up quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ("miscarriage when she was approximately 3.5 months into her pregnancy"), abdominal pain ("severe abdominal pain / chronic pain/ (stabbing)"), pregnancy with contraceptive device ("pregnant") and genital haemorrhage ("heavy bleeding") in a 24-year-old female patient who had essure (batch no. B82478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant with essure (device ineffective)" in (B)(6) 2016 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included psychiatric disorder nos, back pain, headache, c-section (birth) in 2009, c-section (birth) on (B)(6) 2014, multigravida, parity 2 and fetal distress (fetal distress leading to c-section during first pregnancy). Patient did not had allergy to nickel and any hypersensitivity reaction to nickel. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo-provera) since 2014 and paracetamol (tylenol 8 hour) for contraception as well as methyl salicylate (icy hot). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / menstrual pain"), back pain ("severe back pain/ back pain(ache)") and dyspareunia ("pain during intercourse"). In (B)(6) 2014, the patient experienced abdominal pain (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuations/weight going up and down") and the first episode of migraine ("migraines"). In 2015, the patient experienced the second episode of migraine ("head pain (migraine)"). In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required), depression ("depression") and emotional distress ("post-partum distress") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with morning sickness and malaise. On an unknown date, the patient experienced fatigue ("fatigue"), pelvic pain ("pain") and medical device pain ("in so much pain from essure"). The patient was treated with paracetamol (pain relief), tramadol and surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the abortion spontaneous, abdominal pain, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, depression, fatigue, dyspareunia, weight fluctuation, emotional distress, pelvic pain and medical device pain outcome was unknown and the back pain and the last episode of migraine had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, depression, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, medical device pain, pelvic pain, pregnancy with contraceptive device, weight fluctuation, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: right implant inserted on (B)(6) 2014 and left implant inserted on (B)(6) 2014. She have not sought medical treatment for menstrual pain, back pain, heavy bleeding, and pain during intercourse, weight fluctuations, abdominal pain, depression, post partum distress. She was unsure for an essure confirmation test. She was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Ultrasound scan - in 2016: pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Concomitant drug were added. Event : did you undergo an essure confirmation test? No were added. Event verbatim were updated as weight fluctuations/weight going up and down. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 10-feb-2017: legal claim with new adverse events (pregnancy and miscarriage). Company causality comment: this non-medically confirmed spontaneous case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and shortly after implantation she had heavy bleeding and abdominal/chronic pain. She has since been prescribed with tramadol to treat the pain. Upon follow-up receipt, it was reported that consumer got pregnant and experienced miscarriage when she was approximately (B)(6) into her pregnancy. All events are anticipated in the reference safety information for essure. Considering that essure may cause bleeding and abdominal pain and that there is no alternative explanation for both events, a causal relationship with essure cannot be excluded. Unintended pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test (hsg). In this particular case, no information was provided about hsg. As pregnancy occurred approximately two years after essure insertion, pregnancy was considered related to essure. Abortions after 12 weeks of pregnancy are rather unusual. Due the essure coils hanging into the uterine cavity, an impact on the amniotic sac cannot be excluded and is considered related. This case is regarded as incident due to the serious injuries related to essure. A new product quality defect is expected. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs